Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult deployment, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the deployment process was started. After removing the release pin and turning the arm positioner in the open direction until the release pin groove was completely free, the actuator knob was turned 8 times in the arrow direction. The actuator knob was retracted 1cm, but the clip did not release from the cds, and the cds shaft was in a wedged position, not axial to the clip. There was no tension on the system. The delivery catheter (dc) handle was turned clock and counterclockwise, and after nearly 1 minute, the clip deployed. The mr was reduced to 1, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to deploy clip and device operates differently than expected (clip delivery system shaft in wedged position, not axial to the clip) could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Furthermore, the reported device operated differently than expected was determined to be procedural conditions of the difficult deployment and troubleshooting maneuvers performed to deploy the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.